Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rubber encasing of the patient cable was loose, the bottom housing had a small crack at the base of the patient cable, and the handle the battery door was cracked, and the red battery strap was frayed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the housing, battery strap and connector were confirmed with the submitted reference photos of the mobile power unit (serial #(B)(6)). The submitted reference photos captured the separation of the sleeve around the connector, a stress fracture on the handle, a stress fracture on the top housing, a stress fracture on the bottom housing near the patient cable and another stress fracture on the battery door near the locking screw and the frayed red battery strap. The separation of the sleeve appears to be related to the loss of adhesion from the glue. The stress fracture on the top and bottom housing (near handle, top housing, bottom housing near the patient cable) appears to be related to a unknown sudden impact. The stress fracture on the battery door appears to be related to overtightening the locking screw. The red battery strap was observed to be frayed. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6)2016. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.